Event description:
A patient reported experiencing inaccurate results with an ot profile meter. In the reported issue notes 121mg/dl and 120mg/dl results are in question to which is the correct result. The patient's blood glucose results were 178mg/dl, 121mg/dl. Tests were done less than 10 minutes apart with a difference of 34%. The patient's blood glucose results were 178mg/dl, 120mg/dl. Tests were done less than 10 minutes apart with a difference of 35%. Patient did not experience any adverse events. No further information has been reported.